Manufacturer narrative:
Updated fields: d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Mayfield skull clamp was returned for evaluation. Device history record (DHR) - review showed no abnormalities related to the reported failure. Failure analysis - the lock had both rotational and lateral movement and a residue buildup is present. The index knob and the lock will need new components added to replace worn internal parts. Unit needs to be machined to have heli-coils added to large starburst thread and the set screw in the swivel base was tight. The reported complaint was confirmed from the evaluation. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that they were having difficulty turning the index knob of the a1059 mayfield modified skull clamp to the lock or unlock positions. There was no known patient injury or surgery delay.